Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. This lead was explanted on (B)(6) 2024. Upon receipt, the lead under complaint was found cut 13.5 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found squeezed and damaged 34 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing in the ventricular channel. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise on rv channel starting around (B)(6) 2023. Noise can be seen in multiple non-sustained tach recordings but could not be recreated in person. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.